Manufacturer narrative:
(B)(4) - the reported event of "syringe collar broke."

Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter and leveen inflator were used during a percutaneous nephrolithotomy procedure. According to the complainant, while the physician was inflating the balloon using the leveen inflator, the white collar which holds the threaded syringe plunger in place broke. The pressure the balloon was inflated to when this occurred is unknown. The patient then began bleeding from the kidney for twelve minutes and lost 500 cc's of blood. The physician was able to stop the bleeding using a tamponade and completing the dilatation with the same balloon and an encore inflator. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."